Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint associated with the ez breath atomizer on (B)(6) 2013. He reported that a washer fell from the ez breathe atomizer into his mouth while using the device. He recovered the component without requiring any medical interventions. The pt is a (B)(6) male with a past medical history that is significant for emphysema. He is a current smoker.